Event description:
It was reported the patient had a lead placed for trial stimulation. The patient had coverage of the pain area and was very pleased with the stimulation. Within an hour or so of the placement, he started feeling tingling in his right leg, then started to lose feeling in both legs. The hcp took him back into surgery to remove the lead, do a laminectomy, and removed the hematoma about an hour later. The patient walked out of the hospital a couple of days later and had made a full recovery.